Event description:
It was reported that the subject device had an error code and an image fault. The issue was identified during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty power board. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most probable cause of the complaint was linked to device but unable to trace more specifically, regarding the newly identified malfunctions, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.